Event description:
The physician reports that the crystalens haptic bent upon removal from the lens case. No patient contact reported, however, the device had been handled by the physician. It is unknown whether the lens damage was caused by handling or was present prior to handling.

Manufacturer narrative:
.